Manufacturer narrative:
Analysis found the unit had an excessive no delivery alarm due to faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A representative reported via phone call that the insulin pump alarmed a no delivery which they could not resolve. The customer's blood glucose level at the time of the event is unknown. The representative was advised to troubleshoot issue and educate the customer and her mother. He was advised the device would be replaced. The insulin pump will be returned for analysis.